Manufacturer narrative:
The reported condition of 812.04 was not confirmed or duplicated however failure code 812:02 was confirmed through the event history. Failure 812:02 is due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague pump with failure code 812.04 channel a . It was not specified when reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. The reported condition of failure code 812:04 was not found, however failure code 812:02 was found in the event history. During review of the event history it was determined that failure code 812:02 occurred during delivery causing an interruption of delivery.